Event description:
It was reported that the device does not move or work. At the time of the report, there was no known impact to a patient.

Manufacturer narrative:
H3: product analysis: evaluation couldn't be able to reproduce the reported malfunction of device not working. It was also noted that there are scratches, dents and laser marking engraving is not clear, and due to breakage of the tip bearing, a state where the tool burr shakes was observed. This regulatory report is being submitted due to retrospective review through CAPA 672570. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.